Event description:
It was reported that the user experienced a fluctuation in glucose with a low of 39 mg/dl followed by a high of 257 mg/dl while using an ilet system with an inset teflon infusion set, and customer care recommended and then guided a factory reset after confirming drops were present during tubing testing; the user reported confusion regarding meal announcements that was later clarified. Customer care provided support that included guided evaluation of the infusion line for flow and completion of a factory reset with device setup. Investigation of this case revealed user-related maladapted dosing behavior linked to meal announcement confusion and potential overtreatment of hypoglycemia, with no device malfunction observed during tubing flow assessment. Symptoms included fatigue during hyperglycemia episode and feeling low during the hypoglycemia event. Outcomes included self-treatment of the hypoglycemia with oral carbohydrates and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error and glycemic management decisions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.